Event description:
It was reported that the pump triggered frequent false alarms for "no prime" or "no delivery," requiring the user to take action that interrupted insulin delivery. There was no reported impact to the customer's blood glucose level. The warranty for the pump had expired, and it could not be repaired or replaced, leading the customer to decline additional troubleshooting. No further details were provided about the outcome or any actions taken.